Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review, neither the device has been received for investigation as the patient has not been revised. As no lot number was provided, the device history records could not be reviewed. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. (B)(4).

Event description:
It is reported that a patient was implanted with a metasul® durom®, component for acetabulum, uncemented, 52¸ 46, code l in 2009 (exact date unknown). The patient is now monitored due to unknown reasons.

Manufacturer narrative:
This case will be invalidated because it was found that the metasul® durom®, component for acetabulum is not associated with the event. The event reported in the complaint is the breakage of a stem manufactured by (B)(4). The breakage of the stem has already been reported under (B)(4) (MFR report number: 0001822565-2016-01940). Therefore, zimmer (B)(4) will consider this case as closed. Zimmer's reference number is (B)(4).

Event description:
It has now been found that the metasul® durom®, component for acetabulum is not associated with the event. The event reported in the complaint is the breakage of a stem manufactured by (B)(4). The breakage of the stem has already been reported under (B)(4) (MFR report number: 0001822565-2016-01940). Therefore, this case will be invalidated. Please rectify your records.